Event description:
A customer contacted beckman coulter inc. (Bec) reporting a cleaner leak of about 5ml inside their coulter lh 500 hematology analyzer. The leak was contained within the instrument. The customer was running controls and opened the right door of the instrument to adjust and saw a small drop of cleaner coming from a pinch tube, just above the laser led. The customer covered the laser area and requested service. The operator was wearing gloves and a lab coat at the time of the incident. No injury or exposure was reported and there was no affect to patient samples with regard to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and while onsite the fse found leak from tubing at pinch valve pv43. Fse replaced tubing and verified operation. The issue was resolved. The cause of the leak was tubing at pinch valve pv43. (B)(4).